Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt stimulation shoot up on monday and they were not able to connect the handset with the ins and had to put up with it for 24 hour before they could turn it down on tuesday. The patient stated the stimulation was uncomfortable for them. The patient confirmed they were comfortable now and that they were able to turn down stimulation on tuesday and it was fine now. The patient also reported they had a loss of therapy since tuesday and had not been getting any therapeutic relief after the incident of uncomfortable stim. The patient reported they were on program 4 at 1.0v. It was reviewed that the patient could try increasing stimulation or changing to another program to see if that worked better for them. The patient was advised that they could continue monitoring symptoms as the therapy considerations were reviewed. No further complications were reported.